Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) leads is high and out of range and in unipolar they are very noisy. The leads remain in use. No patient complications have been reported as a result of this event.